Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia with a blood glucose value of 420 mg/dl at the time of the event. The customer was treated with a manual injection/insulin pen. No further patient complications were reported. The customer also stated that they received an compromised force sensor system alarm and prime/fill anomaly issue. Troubleshooting was not performed and the insulin pump will not be returned for analysis.